Manufacturer narrative:
The device involved has not been returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
The pt was brought to the ER due to high bg levels (255-500mg/dl) with moderate ketones. The pod was removed and replaced prior to going to the ER. The pt was monitored, but no additional insulin was administered. The pts bg levels began to drop and pt was taken home. No further issues were reported.